Event description:
Procedure: laparoscopic gastric bypass. According to the reporter: the needle broke in half while in use and became stuck in the tip of the abdomen. The retained piece was retrieved and both pieces were compared to an intact needle. It appeared as if both pieces equaled the size of an intact needle.

Manufacturer narrative:
(B)(4).